Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The manufacturer's field service engineer (fse) was not dispatched to the site. The customer was advised that the device should be taken out of use, as we can no longer be sure the disconnect alarm is functioning properly, explained this could result in a failure to alarm should there be an actual disconnect and that the device should be taken out of use, as we can no longer be sure the disconnect alarm is functioning properly, explained this could result in a failure to alarm should there be an actual disconnect. The customer refitted the mask and the problem was corrected. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is alarming patient disconnect alarm. The customer reported there was patient involvement. The customer found that the mask is not fitted properly.